Event description:
Boston scientific received information that during a device change out for normal battery depletion both setscrews were noted to be stuck. The physician was able to finally retract both setscrews, however the lead remained stuck inside the header. Medical scissors were used to gain access to the pin by cutting off the back of the header and pushing the lead out. The right ventricular lead was reimplanted with the new device. No adverse patient effects as a result of the procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that the seal plugs were missing.. Further inspection noted that the header was damaged as the inner and outer seals show signs of adhesion. The setscrew capture washer on the ring was distended, this results from setscrew being backed out too far causing setscrew to get stuck in capture washer. This can be caused by using a broken boston scientific wrench, improper use of a boston scientific wrench or using non-boston scientific wrench. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.